Event description:
During a coronary drug eluting stenting treatment procedure, stent struts flared and lesion-crossing difficulties were encountered. In 2005 the target lesion was located in the tortuous, mid left anterior descending (lad) artery. The area was pre-dilated with 2.5 maverick balloon. There was difficulty in crossing the lesion with the taxus express 3.0 x 16 mm drug eluting stent. It was found that the end of stent was flaring-up so another of the same device was used to complete the procedure. There were no reported pt complications.